Event description:
It was reported that a loss of pacing was observed on the device resulting in presyncope. It is unknown if the patient is pacemaker dependent. Additionally, the device was unable to be interrogated using rf or inductive telemetry and did not respond to a magnet. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient is not pacemaker dependent. Additionally, the patient experienced dizziness, not pre-syncope.

Manufacturer narrative:
The reported events of failure to interrogate and no pacing were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was revealed to be at normal levels. A feedthrough leak test was performed, which indicated a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.